Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, prior to implant, upon opening the altis, the anchor was too loose. The procedure was completed successfully with a different altis.

Event description:
According to the available information, prior to implant, upon opening the altis, the anchor was too loose. The procedure was completed successfully with a different altis.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed both the static and dynamic sutures were still attached to the mesh. The dynamic tensioner was noted on the dynamic suture, however, the anchor was detached and not received. No blood residue was observed on the device. No abnormalities were noted with either introducer. Based on the information received and review of the returned components, quality confirmed that the dynamic anchor detached from the tensioner. There was no indication that an attempt to implant the device was made based on the lack of blood residue. It was reported that the dynamic anchor was too loose prior to implanting the device. Quality is unable to determine the events leading up to the reported complaint. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. Devices met specification prior to release.

Manufacturer narrative:
Supplier investigation was initiated due to being a verified out of box issue and concluded root cause was due to a manufacturing issue. Coloplast initiated an nc [non-conformity] and supplier initiated a CAPA in response to execute corrective actions.